Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/06/2024 and 11/09/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) event date of 11-nov-2024 and event date of 01-feb-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 01-feb-2024 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 1 week prior surrounding the date of 09-nov-2024 listed in the pump history. Lostsensor1alert (780) was found on: 11/04/2024 12:49:00.000 11/04/2024 12:59:00.000 sensorerroralert (801) was found on: 11/03/2024 20:58:40.000 11/03/2024 21:08:00.000 11/05/2024 19:18:27.000 11/05/2024 19:28:00.000 lostsensor2alert (781) was found on: 11/04/2024 13:28:00.000 11/04/2024 13:38:00.000 sensorsignalnotfound (796) was found on: 11/04/2024 14:41:00.000 11/04/2024 14:51:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 94 mg/dl test value properly from test accu-chek guide link bg meter. No communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 11/09/2024 15:34:00.000 replace battery alert was found on: 11/09/2024 22:29:00.000 replace battery now alarm was found on: 11/09/2024 23:00:00.000 11/09/2024 23:10:00.000 pump error 23 alarm was found on: 11/09/2024 23:11:04.000 power loss alarm was found on: 11/09/2024 23:11:22.000 11/09/2024 23:11:30.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.56 mv). The pump was received with the original battery cap with a missing metal contact. The pump was received with a depleted rayovac fusion alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for possible over delivery anomaly was not confirmed. The pump was received with the original battery cap with a missing metal contact. Battery cap contact missing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, sensor glucose (sg) vs. Blood glucose (bg) difference, device test failed, blank display. The customer reported hypoglycemia treated with hospitalization: overnight stay, ems/ambulance/ER visit. The customer reported blood glucose value of 64 mg/dl. The event involved product(s) mmt-342, unomedical, mmt-7040a, mmt-1884. Troubleshooting was performed for blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Troubleshooting was performed for sg vs. Bg. Customer has reported a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Troubleshooting was performed for low bgs/over delivery. Customer had used the insulin pump system within 48hrs of reported low bg event. Customer has not used the auto mode/smartguard feature at the time of the event. Customer believed the pump was over delivering. No further patient complications were reported. Product return requested for mmt-342. Customer declined to return or is unable to return. No product return is required for unomedical. No product return is required for mmt-7040a. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.